Event description:
It was reported that the patient presented with a right ventricular (rv) lead that exhibited noise. Programming changes were recommended, but no intervention was reported. There were no patient consequences reported.